Manufacturer narrative:
(B)(4). Date of initial report : 03/03/2016. One used forcefx-c generator was received and evaluated. The investigation found that the rem indicator light would go green significantly outside of acceptable ranges, allowing the generator to activate when the keying should have been disabled. The rem voltage was low out of specification and the rem function could not be calibrated. Specifically, the rem voltage tested at 1.4v; the spec is 1.5-2.5v. The potentiometer r96 on the psrf board was replaced to address this condition. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer had returned the generator to covidien for routine/preventative maintenance. During the servicing and testing of the unit by covidien, it was found that the rem light would go green significantly outside of the acceptable range, allowing the generator to be activated when keying should have been disabled. Specifically, the rem voltage tested at 1.4v; the spec is 1.5-2.5v. It was concluded that, based on the data obtained during product evaluation, the condition of the unit presented the potential for patient harm to occur.